Event description:
It was reported that at the first pump refill visit in (B)(6) following pump implant in june, the physician was unable to access the port even with fluoro. The pump was programmed to minimum rate; the patient was put on oral narcotics; and the patient was scheduled for a pocket revision and intraoperative pump refill. On (B)(6) 2013, the pump pocket was opened; the pump was refilled with 40 cc of 20 mg/ml morphine; a mesh pouch was put around the pump; and the pump pocket was revised. The pump was restarted at the patient¿s previous dose of 11 mg/day. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
It was later reported that the patient recovered with no issue after the revision.